Event description:
The manufacturer received information alleging a ventilator failed to charge its internal battery. The device was not in patient use. The device has yet to be returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer has completed the evaluation for a ventilator that was returned with an allegation the ventilator failed to charge it's internal battery. The device was sent to a third party service center for evaluation. During the evaluation of the device at the third party service center, an error code related to the charging of the internal battery was observed. The device's internal battery was replaced to address the issue. Device was evaluated by a third party.